Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could (1) improper cleaning or sterilization (2) normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.